Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and successfully implanted in the laa after all release criteria was met. Ten (10) minutes post device implantation the patients blood dropped. The patient had a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis with 1.5 liter of blood drained. The patient received a blood transfusion and was given protamine, but the effusion did not resolve. The patient had open heart surgery where a pulmonary vein perforation was found and repaired. The patient did not experience any other complications as a result of this event and is expected to make a full recovery.